Manufacturer narrative:
(B)(4)

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report a firmware error displayed on the receiver on (B)(6) 2015. Distributor did not report any injury or medical intervention.